Event description:
It was reported that an ilet pump was dropped, resulting in a cracked touchscreen with no display, loss of functionality, and loss of watertight integrity; a replacement device was provided and the user was instructed to return the original and to complete standard start-up on the replacement. Symptoms included no patient symptoms or adverse clinical effects. Outcomes included device replacement and return logistics, with data backup to the mobile app prior to return. Investigation included review of the event description and device history via return logistics. Investigation of this device revealed physical damage consistent with an accidental drop that impacted the touchscreen component, rendering the user interface nonfunctional. Based on previous findings for similar reports, we concluded that the cause was user handling damage unrelated to a device manufacturing or design defect.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."